Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a hole/breakage in the tubing. Per additional information provided on 30nov2025, the issue was discovered before use.

Manufacturer narrative:
One device was received for investigation. The device was evaluated, and the reported condition was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A gemba walk was performed to review the manufacturing process. All processes and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. Based on all available information the exact root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.